Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebn1933 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that nurse noticed a kink in the PICC line at the hub of the catheter. User straightened it out best as they could prior to putting dressing on and all lumens worked well. There was no patient injury reported.